Event description:
It was reported that during use of the bd emerald¿ syringe the vacuum is too tight and is drawing up approx. 5ml only. The syringe is also allowing the fluid to flow back whilst pulling back. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: whilst using the 10ml syringe to draw blood the vacuum is too tight and is drawing up approx 5ml only, this is a concern as it is dealing with small children and needs to be a single procedure the syringe is also allowing the fluid to flow back whilst pulling back. This is the second box she has had the same problem with. This needs to be resolved urgently.

Manufacturer narrative:
Investigation summary: bd has been provided with reference sample for catalog 307736 lot 1903217 to investigate for this record. After analyzing the samples, the sliding force to glide the plunger rod was found correct. As a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd believes that the issue could be related with some ineffective luer slip fitting between the needle and the syringe tip. This could be because of a defective luer dimensions or any damage in the product. The exact root cause for this issue is not possible to be determine. Bd can state that the syringes reported meet the product specs and recommended values in the product standards. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. Review syringe DHR showed no indication of the alleged defect.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd emerald¿ syringe the vacuum is too tight and is drawing up approx. 5ml only. The syringe is also allowing the fluid to flow back whilst pulling back. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: whilst using the 10ml syringe to draw blood the vacuum is too tight and is drawing up approx 5ml only, this is a concern as it is dealing with small children and needs to be a single procedure the syringe is also allowing the fluid to flow back whilst pulling back. This is the second box she has had the same problem with. This needs to be resolved urgently.